Manufacturer narrative:
The events were reported through a retrospective clinical trial. The events are considered serious and probably related to the therasphere administration. Btg medical assessment: this is a patient with high tumor load, extensive portal vein invasion, treated with high volume of microspheres. Ascites is serious, expected, grade 3, related to disease progression and therasphere treatment. The role of volume of microsphere administered on the aggravation of portal hypertension is unclear no device malfunction was reported and no corrective and preventive action (CAPA) plan has been identified. The lot number associated with the therasphere administration was not reported, therefore no investigation could be performed. If additional information becomes available, a follow up report will be submitted. No other information is available that could confirm/deny the alleged event. Ascites is an anticipated adverse event as per the IFU/risk management documentation.. At this time this report is considered final.

Event description:
Auto-notifications were received from datatrak on 12 feb 2019. Subject (B)(6) is a (B)(6) asian male patient enrolled in the (B)(6) study, diagnosed with unilobar hcc on (B)(6) 2014. Patient had liver cirrhosis related to non alcoholic steatohepatitis. The patient had no disease related surgery, no concomitant medications and was not treated with sorafenib before therasphere treatment at entry: ecog 1, portal hyper tension based on presence of splenomegaly, with normal platelet and white count , no ascites, right liver lobe lesion: 166 x 166 mm. Pvt location: type IV. Tumor marker elevated, afp 14 189. Treatment: this patient was administered therasphere to the right liver lobe on (B)(6) 2014. 2.44 gbq was the activity recorded at the start of treatment, 0.019 gbq was measured as residual remaining in the delivery set. 2.42 gbq was administered to the patient. The lung shunt fraction was 20.7%. Of note, the activity ordered was 27 gy and the administration was performed at week 2, 10 days after the calibration date. The volumetry and dosimetry was not completed in the edc at the time of this assessment. On (B)(6) 2014, at the 42 day follow up, clinical deterioration with ecog 3, ascites graded 3 that required paracentesis starting (B)(6) 2014, tumor progression, the tumor measured 175 x 150 mm and new lesions identified. And there was a significant increase of afp. No additional imaging follow up of baseline tumor was collected. The pi assessed the ascites as serious as the patient had weekly paracentesis for this adverse event. The assessed the event as probably related to the study treatment. The event was not reported to btg by the treating physician at the time of the event in 2016.